Manufacturer narrative:
The investigation determined that higher than expected ipth results were obtained when a customer was processing a non-vitros (biorad) qc fluid using vitros ipth reagent lots 1370 and 1401 on a vitros 5600 integrated system. A definitive cause of the higher than expected results was not established. Improper biorad qc fluid preparation and handling cannot be ruled out as a contributor to the event as it was not determined whether the correct protocol was followed. An issue with the single level 2 biorad qc fluid cannot be ruled out as a contributor to the event, as acceptable vitros ipth results were obtained from the level 1 and level 3 qc fluid testing. Additionally, the biorad lyphochek immunoassay plus control qc fluids are not recommended qc fluids for ipth measurement and biorad does not provide a lot 40370 package insert for the vitros ipth reagent assay. The use of a non-recommended qc fluid to verify vitros ipth reagent performance cannot be ruled out as a contributor to the event. A vitros ipth lot 1401 or lot 1370 reagent issue is an unlikely contributor to the event, as historical qc results for both lots were acceptable leading up to the events. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1370 or lot 1401. No diagnostic precision testing was performed to verify instrument performance when requested. Therefore, an instrument issue cannot be completely ruled out as a contributor to the event. Email address for contact office is (B)(6).

Event description:
The investigation determined that higher than expected ipth results were obtained when a customer was processing a non-vitros (biorad) qc fluid using vitros ipth reagent lots 1370 and 1401 on a vitros 5600 integrated system. Biorad lot 40372 = 1307.74, 1290.98, 1229.63, 1256.57, 1287.28, 1230.75, 1113.47, 1050.75, 1051.98, 1069.21 versus mean of 112.86 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were obtained when the customer was processing a non-patient fluid. However, the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of harm as a result of this event. This report is number three of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number/ivd: (B)(4).